Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The values were 128 ohms and had risen gradually overtime. Boston scientific technical services (ts) discussed that the alert limit could be increased and if the impedances approach 145 ohms, a commanded shock should be considered. At this time, the products remain in service. No adverse patient effects were reported.